Event description:
Continu-flo solution set with duo vent spike, connector cap would not come off easily. Nurse tried multiple times to take the cap off without success. On the last attempt the tubing cap/connector area became disconnected from the tubing itself. Tubing & bag kept.